Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced poor distance vision. The iol was exchanged in a secondary procedure. Clinical reason for the explant was myopic target miss. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Replacement lens information was not provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).